Event description:
Pt was having trouble feeding. Physician performed egd and found the j-tube in about 6 different pieces all the way down into the small bowel. All pieces were removed and measured to make sure every piece was out.